Event description:
It was reported that during a da vinci-assisted partial hepatectomy procedure, several plastic pieces from the permanent cautery hook (pch) instrument fractured, leaving foreign bodies in the peritoneal cavity. The fragments fell inside the patient while the surgeon was performing dissection of the liver area. Two of three fragments were retrieved by the physician assistant with a laparoscopic grasper. However, the customer was unsure of how many fragments there were. The fragments were confirmed to have been retrieved by performing an x-ray and via visual confirmation. However, the customer was unable to verify if all pieces were retrieved due to the fragments not being radio-opaque. No additional procedure was performed due to the fallen fragments. The procedure was completed robotically using a back-up pch instrument. There was no injury to the patient. As of the 2 week post-op there are no reported post operative complications due to the foreign object.

Manufacturer narrative:
The pch instrument was received and failure analysis found the instrument to have a broken monopolar yaw pulley at the posts. Broken piece(s) were returned; however, some may be missing as a result of breakage. The size of a missing piece is approximately 7.19mm. The components surrounding the break did not exhibit damage.